Event description:
The ophthalmic surgical assistant reports that a broken haptic was noted after the intraocular lens (iol) was inserted. The incision was enlarged to accomodate removal of the lens. Additional information has been requested.